Manufacturer narrative:
(B)(4). Batch # = m93h3f. The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported incident; the device was cycled and 1 clip with gap was fed and it ejected 5 clips then it was noted that the clips were not fed into the jaws in the next actuations of the trigger. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, the feed link was noted damaged causing the feeding issues and 5 clips inside the clip track. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clip was not fed into the jaws properly though the trigger was grasped. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient.